Event description:
A 5 mm assistant port was placed in the right upper quadrant through which the Olsen cholangiogram catheter was placed and then inserted into the structure and clamped into place. This initial positioning involved a kink in the cholangiogram catheter and did not allow contrast to be injected. Therefore, laparoscopically, the catheter was repositioned. Upon several x-ray shots and repositioning attempt, the contrast was collecting within the right side, possibly within one of the ducts like a duct of Luschka versus leaking intraabdominal. Based on these images and seeing drainage from the gallbladder side of this structure, a clip was placed across it. The cholangiogram catheter was therefore pulled out; however, the grasper was not fully opened and the 2 to 3 mm tip of the cholangiogram catheter was noted to have broken off and was on the grasper. It appeared that the tip was stuck within the grasper, so the grasper was removed to remove the tip. However, it appears that the tip was loosely sitting on the grasper as it was retained. The tip was not identified within the accessory port nor could it be identified within the peritoneal cavity. As it is a very small piece of plastic, there is no suspected injury to the patient and worried that a more extensive search would cause additional injury.